Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was a cable malfunction, due to user handling. As stated in the instructions for use, as a preventive measure: ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." ·"never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." ·"do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." ·"never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." ·"never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. "

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty cable unit. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that no image was produced. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The problem, as reported to olympus, occurred during preparation for use. The device was replaced with another camera and the diagnostic procedure completed without delay. There was no patient injury that occurred, associated with the problem.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. The reporter, an olympus field representative, also provided additional information; it was observed by the olympus representative, onsite at the user facility, that the camera cable had been tightly wound and secured with a zip tie.